Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported an unexpected outcome following cataract surgery with an intraocular lens (iol) implant. He is not satisfied with his vision due to having to wear glasses post-operatively. He has difficulty reading the computer and print on tv. There are two manufacturer reports associated with these events. This report is for the left eye.